Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Related manufacturer report number 3006705815-2023-02148; 3006705815-2023-02147. It was reported the patient¿s leads had migrated and was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 where in 2 leads and an ipg were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.